Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available. Additional information was received that the spinal cord stimulation (scs) system underwent an explant procedure due to battery has reached end of life. The patient is doing well post operatively and the device will not be returned as they were disposed per facility.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is unknown. No adverse patient effects were reported.